Manufacturer narrative:
The getinge fse that encountered the issue, tried to change the pneumatic module assembly to the part for service, as the result, the iabp was working correctly. The fse will purchase a new pneumatic module assembly, and once it arrives it will be replaced. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during an inspection of a brand new cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), in the all manifold test process the iabp failed the pneumatic module assembly (pim) test two times; however, the third time passed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty pneumatic module assembly was sent to getinge's national repair center (nrc) for evaluation. Inspection of the pneumatic module assembly was completed per the cardiosave service manual . The nrc then installed the pneumatic module assembly into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The nrc verified the failure of a leak in the pneumatic module assembly. The module failed the fill manifold tests with results of 23 mmhg. Factory specification is + - 12 mmhg. The pneumatic module assembly is being sent to production for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge production department returned the pneumatic module assembly to the national repair center (nrc). Production could not verify the failure of the pneumatic module leak test. The pneumatic module passed testing. The nrc installed the module into the cardiosave test fixture and tested the module to factory specifications per procedure and to the cardiosave service manual. The module passed testing. The pneumatic module assembly is been retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Attempts were made to obtain additional repair information but no repair information was provided. If information is received, we will reopen and update the complaint.

Event description:
N/a